Manufacturer narrative:
Batch review performed on 28 june 2019: lot 121833: (B)(4) items manufactured and released on 13-july-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices were involved in the event. Batch review performed on 28 june 2019: gmk-primary 02.07.1203r tibial tray fixed cemented size 3 r lot 121938 (k090988): (B)(4) items manufactured and released on 02-ago-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary 02.07.0310fuc tibial insert uc fixed size 3 / 10 mm lot 121383 (k090988): (B)(4) items manufactured and released on 04-jul-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary 02.07.0034rp patella resurfacing size 2 lot 122189 (k090988): (B)(4) items manufactured and released on 03-"ago"-2012. Expiration date: 2017-june-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 6 years and 9 months after primary revision surgery for infection. All knee hardware revised successfully.

Manufacturer narrative:
On the (B)(6) 2019 we were informed that: on the (B)(6) 2019 the spacer has been explanted and the final hardware have been implanted successfully.